Event description:
According to the reporter: upon opening the packaging, the top of the trocar was broken.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one vp bladeless 15mm lng fix trocar. The insufflation port was broken off of the cannula. There was evidence of a complete weld and there was cracking and shearing of the insufflation port. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition of broken insufflation port can be caused by rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. In the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.